Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide and prostyle devices via a 7f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the first device in the right common femoral artery (rcfa), no suture was found connected to the needle [cuff miss]. The suture of a prostyle device and the suture of another proglide device were ultimately successfully pre-placed in the rcfa. In the left common femoral artery (lcfa), a cuff miss [suture retrieval issue] occurred with a proglide device. A prostyle device was then used; however, no suture was found connected to the needle [cuff miss]. The sutures of two proglide devices were ultimately successfully pre-placed in the lcfa. The sheath was upsized to a large bore sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numb.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information and the returned device analysis it is likely a bilateral needle to cuff miss occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling.